Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: review of the black box data revealed delivery interruption on (B)(6) 2015 from 13:11 to 14:05 due to an unconfirmed replace cartridge alarm. On investigation, the pump was exercised for 24 hours without error, alarm or warning. The total daily doses add up to correctly reflect the user¿s programmed basal rates. The pump¿s delivery accuracy was tested and found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint of inaccurate delivery and the pump was found to be delivering within the required specifications without malfunction. Unrelated to the original complaint, the display screen was noted to be discolored.

Event description:
The distributor contacted animas on (B)(6) 2015 stating the patient reported high blood glucose while on insulin pump therapy and stated the customer guesses that the pump does not deliver the right volume of insulin. No details regarding blood glucose measurement, symptoms or treatment was provided. Animas customer technical support made several attempts to obtain further information, but the reporter did not respond. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy due to an alleged inaccurate delivery issue with the pump.